Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1004 indicative of a short circuit condition detected during shock delivery. This patient was undergoing though an intrinsic arrhythmia, due to this, appropriate shock was delivered, during this initial shock the code was recorded. This initial shock was not successful in converting the rhythm and a second shock was delivered which was successful and the episode ended. It was recommended to replace the device. This device remains in service. No further adverse patient effects were reported.